Event description:
Additional information was received regarding this case. The review of returned angio images from an intervention revealed that the aneurx had fallen into the sac, and there was a type iii separation between the other manufacturer's cuff and aneurx. The cuff was positioned approximately 2cm below the renals and there was a proximal type I endoleak. The neck flow lumen diameter just below the renals measured 21mm (l-r). The cuff was misaligned approximately 60deg to the aneurx; lt-rt. From the right side, an endurant aui was brought up through the aneurx ipsi limb, through the other manufacturer's cuff, and then deployed just below the right renal. Several aptus screws were then seen placed through the aui just below the renals. After ballooning, contrast was seen within the sac near the distal end of the cuff, and crossing into the contra limb of the bypassed aneurx. The type of endoleak is uncertain; may be a proximal type I and a type IV. The cause is unknown. The reported possible stent graft pleating could not be confirmed, and no other stent graft issues were seen.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was treated at another facility with another manufacturer cuff 31mm approximately six years post index repair due to a migration and a type ia endoleak. Currently it was reported that a migration is still noted from the extension and a type iii endoleak separation is noted from the aneurx and cuff junction. The cause of the migration is unknown. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician. A review of returned cta's from 12-1/2 years post-implant revealed that the aneurx bifurcate is currently within the aaa sac, approximately 5-6cm below the renal arteries, and there is a type iii separation between a 31mm cuff and the bifurcate. The cause of the migration and separation is unknown. It is possible that disease progression (conical neck) and aneurysm morphology changes may have contributed. Unknown interaction with the other mfg. Device may have also contributed.